Manufacturer narrative:
Results of investigation: the carefusion failure analysis laboratory received the suspect front panel and installed the assembly to a known good unit. The front panel assembly was powered on in service mode and the touchscreen was responsive. The technician performed touchscreen calibrations and the unit passed. The technician was unable to duplicate the issue and reported no failures. The technician reported the suspect assembly is working within specifications.

Manufacturer narrative:
Any additional information received from the customer will be included in a follow-up report. (B)(4). The customer determined the most likely cause of the reported event was the uim (user interface module) component. The customer was issued a replacement uim and to have carefusion field service to repair the suspect device and return it to service. Found faulty parts will be routed to the carefusion failure analysis lab for additional investigation as required. To date, the alleged faulty component has not been received by the carefusion failure analysis lab.

Event description:
The customer reported a blank screen while using the vela ventilator. The issue occurred prior to being place into service. There is no patient involvement associated with the event.